Event description:
It was reported to boston scientific corporation that a leveen coaccess electrode was used during a renal radiofrequency ablation (rfa) procedure performed on (B)(6) 2012. According to the complainant, the user was unable to achieve roll-off with the device. The procedure was completed with another leveen coaccess electrode. There were no patient complications reported as a result of this event. The patient's condition was reported to be "fine" following the procedure.

Manufacturer narrative:
The complainant indicated that the device was discarded and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.